Event description:
It was reported that at a follow-up appointment, the physician was unable to interrogate this subcutaneous implantable defibrillator (s-ICD) device. The physician stated that a software update message appearing on the programmer for ~10 minutes, which inhibited interrogation. This was reproducible with a different programmer. The patient performed a self-initiated interrogation and it was successful in transmitting the data via latitude. It was confirmed that no abnormalities were seen in this device data. Recently, increased, but still in-range (116 ohms) shock impedance measurements were observed. Technical services (ts) was contacted to discuss this, as well as previous air entrapment noted following implant. In-clinic provocative maneuvers were recommended. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the b5 for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to more information regarding the specific circumstances of this event.

Event description:
It was reported that at a follow-up appointment, the physician was unable to interrogate this subcutaneous implantable defibrillator (s-ICD) device. The physician stated that a software update message appearing on the programmer for ~10 minutes, which inhibited interrogation. This was reproducible with a different programmer. The patient performed a self-initiated interrogation and it was successful in transmitting the data via latitude. It was confirmed that no abnormalities were seen in this device data and no adverse patient effects were reported. The s-ICD remains implanted and in-service.